Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Dehydration is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Analysis showed a thinner surface on the taper tubing junction and a smooth opening consistent with wear and tear. The access port and port tubing had non-penetrating nicks with striations described as surgical tool scratch-like. The damaged port septum had missing material with evidence of coring likely to have been caused by the use of a coring needle. The buckle was broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the possible outcome of dehydration as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Health professional reported a lap-band device was removed "due to being admitted into the hospital for dehydration."